Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address dislocation. During the surgery, the surgeon could not lock the ring, and used a cable to lock the liner, which was not recommended by the rep.